Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) could not be turned on after being connected to ac power. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1 : event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.